Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received 4 bursts of anti-tachycardia pacing (atp) therapy and 1 41j shock. Therapy was most likely inappropriate due to an atrial driven arrhythmia as review of the associated electrogram showed 1:1 tachycardia. The physician requested assistance reprogramming rhythmmatch threshold and duration. Lead measurements are stable and no further follow up was required. The device remains in service and no adverse patient effects were reported.